Event description:
Rn removed spike from finished vancomycin dose, upon removing rn noticed plastic stuck around spike. Rn removed tubing from primary set and strung new secondary tubing. Product lot number: dr23a18031.